Event description:
It was reported that during the procedure, the metal cap of the fiber broke. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that, during a photoselective vaporization of the prostate (pvp) procedure, the metal cap of the first fiber used broke. A second fiber was used, and it became damaged. The procedure was completed with another technique. No further complications reported. This is for the first fiber.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Analysis of the returned product identified that the glass cap was protruding from the metal cap, indicating glue failure. There were no damages or defects to the fiber tip or metal cap. Therefore, the reported observation was not confirmed. The fiber passed the laser test with no indication of breakage along the fiber body. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. It is possible that the observed tissue adhesion on the glass cap surface contributed to elevated temperatures near the laser beam output window leading to the glue failure. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture. The reported fiber tip break was not identified through analysis and the reported event indicated that the procedure was completed without patient complications. There is no information that the identified glue failure could cause or contribute to patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure, the first fiber used the metal cap broke. A second fiber was used, and it became damaged. The procedure was completed with another technique. No further complications reported. This is for the first fiber.